Manufacturer narrative:
Investigation is pending.

Event description:
The surgeon was performing a 5 level posterior cervical fusion from c3-t1. During insertion of the screws at the c3 level, the pt's bone was too soft and the surgeon removed the screws and attempted to replace them with rescue screws but was unsuccessful. He extended the construct without any difficulty. At the time of locking the construct, the counter torque wrench was found to be broken but usable. While locking the final two screws of the 8 screw construct, the device broke requiring intervention to retrieve the piece from the wound. The surgeon hand tightened the locking mechanism on the last two screws and implanted a crosslink. The device malfunction contributed to a 30 minute delay during surgery.